Event description:
It was reported that during the troubleshooting for an unrelated alarm on the homechoice (hc) device, the home patient (hp) stated that they saw large air bubbles and solution in a line that did not have a solution bag connected to it. The hp was in initial drain at the time. The technical service representative (tsr) advised the hp to end therapy and start over using all new supplies. There was no patient injury or adverse event associated with this report.

Manufacturer narrative:
(B)(4). The device was evaluated, but the reported issue could not be confirmed. Visual inspection, leak testing, clear passage testing and clamp function testing were performed with no issues noted. A cause could not be determined. If additional relevant information becomes available, a follow up medwatch will be submitted.